Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high impedance out of range impedance measurements that activated its left ventricular (lv) lead safety switch (lss), so it switched to unipolar configuration. The patient was examined by their physician and the device was reprogrammed back to bipolar configuration. This device remains in service. No adverse patient effects were reported.